Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found that a complete lead was returned for analysis in two segments. External insulation abrasion exposing the outer coil was noted at 6.7 cm -7.7 cm from the distal tip consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.